Event description:
It was reported the subject device had no fluid coming out of the injection needle. Additionally reported, there was a kink found in the tubing part. This issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation and additional information obtained. The device was returned to olympus for inspection and the customer¿s allegation was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no fluid coming out of the injection needle. This issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.